Manufacturer narrative:
A steris technician arrived onsite to inspect the 4085 surgical table and found it to be operating according to specifications. He tested the function and articulation; no issues were noted. The table was returned to service. During the time of the reported event, the patient was positioned on the table in reverse orientation with the table fully extended towards the head section. The table was then unlocked by facility personnel with the intention to reposition the table however, the table became unstable and began to tip. The reported event is attributed to user error. Facility personnel should never unlock the table with a patient present as stated in the operator manual. The 4085 surgical table operator manual states (pg. 1-2), "disengaging the floor locks while a patient is on the table during a surgical procedure could result in the table rolling unexpectedly during the procedure." A steris account manager is scheduled to perform in-service training on (B)(6) 2018 on the proper use and operation of the table and no additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, their 4085 surgical table began to tip. No report of injury or procedure delay. The procedure was completed successfully.